Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, something like a scratch was confirmed on the iol optic after implanted the iol. The iol remained in the patient's eye since there was no backup iol and the surgery was completed. The next day's examination showed that the patient's va was good and the patient was satisfied, so it was decided to follow up. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).